Event description:
It was reported there was a pump motor stall. The health care professional (hcp) has had similar issues with motor stalls in the past. The hcp had ordered compounded morphine in the past. It was unknown was medication was used in the device system. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received from the reporting healthcare provider (hcp) reported that specific information related to the initially reported motor stall was unknown. Reporter stated that there are "encounters with minor things all the time with pumps, which are not really pump related". Hcp further stated that he does not recall a particular patient and had no further information to provide. There will be no further follow-up attempts made related to this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).